Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a hip arthroscopy surgery, the cannula was placed inside the hip and when the dilator that was used to place the cannula, the proximal part of the cannula came out from the part of the gasket. All the pieces were removed from the patient's anatomy. No delay or other complications were reported. Smith and nephew back-up device was used to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3,h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.